Event description:
It was reported that during an unknown procedure, the hand control button of the device was broken. Two devices had the same problem. The surgeon used a footswitch to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that device a was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. Device b was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked but the activation assembly buttons worked as intended. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. (B)(4) , mfg date 03/04/09, exp date 02/04/14.